Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 470 mg/dl at the time of the event. The customer was hospitalized and treated with the intravenous insulin infusion, insulin pump and manual injection and the customer experienced symptoms, feeling sick/unwell, and barely able to breath. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump and pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, and dented retainer. The pump sticker was removed and left a tan color substance on the case. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 26-dec-2022 in the formatted history file. (B)(6) 2022 17:48:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal; (B)(6) 2022 17:48:42.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus; (B)(6) 2022 17:49:09.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus; (B)(6) 2022 08:44:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 08:54:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 09:25:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 09:33:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 09:36:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 09:37:01.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 09:39:01.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 09:45:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 09:47:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 09:48:01.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 09:50:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 10:00:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 10:10:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 10:46:43.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal; (B)(6) 2022 10:13:00.000 alarmalertnotification. Faultnumber = low battery alert (104); (B)(6) 2022 10:57:25.000 batteryremoved. (B)(6) 2022 10:57:25.000 alarmalertnotification. Faultnumber = battery removed (84); (B)(6) 2022 10:57:36.000 batteryinserted. Low battery alert (expected) is due to the battery in the pump is low on power. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.